Event description:
It was reported by service report that the siderail will drops quickly when released due to a cut assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.